Manufacturer narrative:
The mobile power unit (mpu) serial number was not provided. Therefore, the catalog number, device unique identifier (UDI), age of device, and manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was in the clinic on (B)(6) 2018 with ongoing lvad alarms. The alarms would reportedly stop with manipulation of the lines, but it was unknown if the patient manipulated the power leads or the driveline. The lvad clinician observed low voltage alarms in the lvad history. The submitted log file was reviewed by a representative of technical services and revealed voltage issues while the lvad system was on mobile power unit (mpu) support. Per the representative, this could have been caused by mismatching the power cables of the system controller and mpu (black-to-white; white to black) or it could have been an issue with the system controller¿s power cable leads.